Event description:
It was reported that the ventilator stopped cycling. It is unk if the ventilator audibly alarmed when the reported problem occurred. No pt harm reported.

Manufacturer narrative:
Na